Manufacturer narrative:
G4: (B)(6) 2021. B4 (B)(6) 2021. Customer complaint was verified. Root cause was failure of pressure sensor u6, cause by that component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020.

Event description:
The customer contacted technical support (ts) stating that unit had proximal pressure sensor failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.